Manufacturer narrative:
Correction information b4: date of this report d4: model number d9: is this device available for evaluation? G6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information d4: unique identifier (UDI) d8: was this device ever serviced by a third party? H4: device manufacture date evaluation summary event that occurred is remote control button broken. Based on the investigation, a root cause of this failure is due to long time usage, the button happened broken and worn out. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 19-oct-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 10-nov-2016. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Result of the investigation this device was out of service life. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The patient stepped into the exam room at 8:10 on (B)(6) 2024, and the examining physician delivered the gastroscope without incident, after entering the cardia, the remote control button was broken and malfunctioning (morning leakage testing was not abnormal) at the time of photo pick up. The nurse went to check and it was still not be used, the user withdrew the scope and the backup scope was prepared by nurse at 8:15, the examination was completed successfully. Contacted for repair. The patient was sedated throughout the entire procedure, and this incident did not cause injury to the patient, who was not feel unwell on awakening, but the incident increased examination time and the risk of mucosal injury. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.